Event description:
It was reported that the cone tip broke off the shaft inside patient's bladder. The tip of the alleged defective device was able to be retrieved from the bladder without consequence to the patient.